Event description:
Major pump unit(s) involved: drive unit failureadditional text: rvad driver failure, ddc change outspecific component(s) involved: external controller malfunctionadditional text: rvad ddc failure; driver change outother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: both (in the same or visit)malfunction device type: rvad

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: external controller malfunction.